Event description:
The customer contacted stryker to report that display on their device is frozen. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.